Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was unable to reproduce the issue. The stm spoke with critical care lead as well as biomed about the fiber optic issue. The ballon was repositioned during procedure and readings were back to normal without issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It has been reported the fiber-optics (error) in the cardiosave intra-aortic balloon pump (iabp) did not function. It is unknown under which circumstances this event occurred; however, there was no patient involvement; thus no adverse event was reported.